Event description:
I became pregnant even though my essure was correctly implanted and verified as my tubes being blocked. (B)(6) 2015 I became pregnant and had a miscarriage on (B)(6) 2015. I am currently pregnant again! I'm (B)(6) pregnant and haven't had essure removed. After the miscarriage I've been having bloating, pain, depression and anxiety. Doctor's visits from miscarriage and current pregnancy. Diagnosis or reason for use: permanent birth control.